Event description:
It was reported that a user experienced an issue during a cartridge and tubing change after rewinding the eyelet without attaching the insulin cartridge, causing the pump to display a press-and-hold screen at 94.3 units and prompt for drops; the user was guided to unlock, confirm drops, decline inserting a new infusion site, and then use the change cartridge and tubing workflow, which resolved the issue. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal pump operation without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted via guided on-screen steps. Investigation of this case revealed user procedural error during supply change, with the device responding as designed and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated through education and correct use of the change workflow.